Event description:
The pump was returned for investigation. Investigation revealed intermittent functionality of the up keypad button due to a torn keypad and a dim display. This report is made based on results of investigation completed on 05/06/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2014 with the following findings: the up button was intermittently unresponsive to testing due to a torn keypad. The keypad cover was removed for further investigation and there was no contamination found under any of the keypad contacts. Unrelated to the keypad issue, the pump booted to a dim display. (B)(6).